Event description:
Pt underwent an abdominal aortogram in 2009. During the removal of the flexor check-flo introducer, the tip came off. This tip was maintained on wire in patient's artery while conservative measures were implemented to retrieve tip. Conservative measures were unsuccessful and pt then underwent cutdown of the left common femoral artery to remove the foreign body from the left iliac system. As per surgeon, "there is unknown etiology for this retained tip, possible defect vs. Calcified cfa".